Event description:
Return reason: ruptured extension tubing for distal lumen. Analysis determined: investigation found a 0.5mm tubing rupture 2mm directly below bottom of distal hub. Unit guidewires acceptably with no occlusion found. Tubing dimensions are acceptable and within specs in the incoming lot and this unit. The cause as to why the tubing ruptured is unknown. No other returns of this nature have been rec'd since 1999. Unit was used in vivo. This was not determined until analysis was completed. Info later supplied by the customer stated that the flow rate was set at 12ml/sec at 650psig. The maximum recommended flow rate and injection pressure for 6frpur at 60cm is 16cc/sec at 700psi and at 90cm is 15cc/sec at 700psi. There is no recommended flow rate for 6frpur110cm. Corrective action taken: the corrective action is that both frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary. Investigative studies may be initiated to establish a specific flow rate for 6fr110cm catheters.